Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of over 500mg/dl due to a bent cannula. Customer indicated that they had 3 to 4 bent cannulas from different infusion sets. Troubleshooting found that the customer recently inserted a new infusion set. Customer declined high blood glucose troubleshooting. No further high blood glucose troubleshooting was performed. No further details given.